Manufacturer narrative:
Concomitant products: a2dr01 ipg was implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead displayed an atrial high bipolar lead impedance warning. It was also reported that the patient had cardiac ablation today. The ra lead remains in use. No patient complications have been reported as a result of this event.